Event description:
On day four port-op, endophthalmitis was observed and a vitreous tap was conducted. A vitrectomy was performed the following month. The pt was treated with corticosteroids and antibiotics. The cause has not been determined.

Manufacturer narrative:
See MDR 1920664-2009-00270 for the disposable knife used with this intraocular lens. A review of our complaint system indicated no other reports of infection have been recorded for this lot.